Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge alarm occurred intermittently during insulin delivery. Customer loaded a new cartridge to resolve the issue. Reportedly, customer continued using pump for insulin therapy.